Event description:
The customer received questionable vancomycin results for three patient samples. On (B)(6) 2013, the customer retested all samples from (B)(6) 2013. Patient sample 1 initial result was 1.7 ug/ml. The repeat result was 15.6 ug/ml and was reported outside the laboratory. On (B)(6) 2013, the sample was repeated and the results were 1.9 ug/ml and 16.1 ug/ml. Patient sample 2 initial result was 1.0 ug/ml. The repeat result was 18.3 ug/ml and was reported outside the laboratory. The sample was repeated on (B)(6) 2013, but the customer would not provide the results. Patient sample 3 initial result was 2.2 ug/ml and was reported outside the laboratory. The sample was repeated and the result was 32.8 ug/ml which was also reported outside the laboratory. The sample was repeated on (B)(6) 2013, but the customer would not provide the results. No adverse event has been reported. The vancomycin reagent lot number was 665958 with an expiration date of 05/30/2013. The engineer visited the customer and tested three controls and three patient samples, but the problem was not reproduced. The engineer could not find a cause and replaced the sample probe, circuit board assembly and pressure sensor. Quality control was measured after the parts were replaced.

Manufacturer narrative:
As no reaction kinetics for the affected sample can be provided, no specific root cause could be determined. No adverse event was reported.

Manufacturer narrative:
This event occurred in (B)(6).